Manufacturer narrative:
The evaluation of the asset found the probe unit at the distal end cover is cut. Additionally, the distal end cover is missing adhesive around pink colored transducer; the bending section cover glue is sharp; moisture was found inside the scope connector and control body (passed leak test) with corrosion inside the scope connector. Also the elevator is not sitting properly, low (riser) elevation. The asset was repaired and returned to asset stock. The asset was last repaired on february 22, 2021, due to fluid invasion inside the scope connector. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection. The asset evis exera ii ultrasound gastro-videoscope 's probe unit was found cut and the adhesive around the pink colored transducer was missing. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported malfunction (distal probe unit is cut) was determined to be due to excessive force applied, e.g. Roughly scraped or hit, at the time of carrying, storing, using or cleaning. Following the instruction on the manual may have prevented the defects, of which user¿s handling may be the cause. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.